Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The following items were returned for evaluation: 5f non-terumo sos catheter, catheter introducer tool, delivery pusher, and implant. A portion of the implant was within the 5f catheter with approximately 14cm extending from distal tip. Approximately 5cm of the visible coil was stretched as it extends distally from catheter. There was minimal damage to the distal most portion of the implant that is unstretched. There were no obvious signs of kinks or bends in catheter. The proximal knot-tie portion on the implant is intact and attached to pusher. The implant is severed just distal to knot-tie with evidence of bending forces. The monofilament is intact, and the electrical resistance is within specification. Upon dissecting the catheter, the distal shaped section is non-reinforced. The stretched coil extends approximately 12cm within catheter. The proximal end within the catheter is stretched, prolapsed, and severed. Since the implant is still attached to the pusher, the failure mode is a fractured coil with evidence of tensile and bending forces at the fractured section. The catheter had a sos shaped tip that was soft and non-reinforced by coil or braid in the distal 5cm. Per IFU, the d35 cx must be delivered through a double braid reinforced catheter.

Event description:
It was reported that during the repositioning of the 2nd coil for an internal iliac embolization, the pusher broke and was no longer connected to the coil. Both segments of the coil were removed along with the microcatheter from the patient. There was no reported intervention or patient injury. The patient was reported to be stable.